Event description:
The user facility reported that water was leaking from the scope air/water valve during use of multiple of their endo smartcap tubing devices. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. The devices are being returned for evaluation. A follow-up report will be submitted once additional information becomes available.